Event description:
The switch emitted sparks. The user has not returned the unit to co for inspection. All attempts have been made to get more info about the event. No deaths or injuries have been reported. This report is being made to comply with regulatory letter 90-dt-12.